Event description:
(B)(4). Information was received regarding a patient implanted for gastrointestinal/pelvic floor and urinary dysfunction. The consumer reported that their implant turned off after having an ¿open MRI¿ because they started having a gradual return of symptoms and a lack of stimulation sensation. Symptoms included having to go to the bathroom more and getting up in the middle of the night every 2 hours to go to the bathroom. It was unknown how much time had gone by after the MRI that the patient lost stimulation sensation and had a return of symptoms, thinking it was in september or even later, but ¿definitely this year.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.